Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient experienced two infusion sets fell off during use due to adhesive issue event on (B)(6) 2026. The infusion set was in use for two to five hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2.